Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated and a higher result was obtained and reported.patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed na result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium was sample integrity. The instrument is performing within specifications. No further evaluation of the device is required.